Event description:
It was reported that the user observed the insulin cartridge had become dislodged from the ilet pump during the night, announced multiple meals including eight additional meal announcements to address a high glucose reading above 400 mg/dl, and subsequently experienced a rapid glucose decline. The user sought real-time support and requested education on the ilet algorithm and insulin on board. Symptoms included anxiety and nervousness associated with hyperglycemia followed by a declining glucose trend. Outcomes included resolution of the hyperglycemia with stabilization at a blood glucose of 106 mg/dl without hospitalization. Investigation included agent-assisted troubleshooting and education, confirmation of supply lot numbers, and review of user-reported use of meal announcements as correction. Investigation of this case revealed user-managed corrective actions with excessive or nonstandard meal announcements following a suspected cartridge disconnection, consistent with use error and potential infusion or cartridge connection issue. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the algorithm and use of meal announcements for correction after a suspected delivery interruption. A separate report will be submitted for infusion set deployed incorrectly.